Event description:
Healthcare professional reported right side rupture. Patient additionally reported "right breast looks awful", and, "I continue to have pain 9-10 right breast post- op..." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen ruptured and biological tissue.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Patient additionally reported "right breast looks awful", and, "I continue to have pain 9-10 right breast post- op..." Device has been explanted.